Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error after going to swim. Customer's blood glucose at time of incident was unknown. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan until the replacement arrives.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image due to corrosion on the force sensor and unable to download due to corroded electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. No moisture damage was found on the keypad assembly however, corrosion was found on the motor during our visual inspection. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay and minor scratched lcd window.